Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was over 20 mg/dl and current blood glucose was 73 mg/dl. Customer stated that yesterday they were in the middle of cleaning and had a low. Customer was treated with sugar. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.